Manufacturer narrative:
H3, h6) software data was received and analysis did not confirm the reported event. Logs did not capture any evidence regarding inaccuracy, but as per description after registration, the inaccuracy was after registration. It was suspected that frame movement after registration might have caused the reported behavior. Apart from that, the information provided was insufficient to determine whether a software anomaly contributed to the reported behavior. Previously reported codes, b01, c19, and d15, are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The event caused a delay of less than one hour to the procedure. There was no impact to the patient. Navigation was used initially and midway through the case the surgeon expressed inaccuracies and completed case free hand without navigation. Multiple registrations and verifications were conducted to achieve surgeon¿s approval. Surgeon placed ventricular drain with stealth navigation guidance without incident. No trouble shooting performed intraoperative. After ventricular drain and portions of brain tumor were removed, it was expressed by the surgeon and verified that the tumor margins were not correlating with the stealth navigation by 3-5mm.

Manufacturer narrative:
A manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced. The surgeon felt that the navigation was not accurate despite a registration value of 1.7 millimeters of accuracy. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a cranial resection procedure. It was reported that the surgeon felt that the navigation was not accurate during the case despite a registration value of 1.7mm of accuracy. There was no known impact to patient's outcome.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID 9735762, software version: 2.1.0. H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.